Event description:
Device 1 of 2. Reference MFR. Report number: 3006705815-2019-00417. It was reported the patient not receiving effective therapy due to high impedances. X-rays confirmed lead migration. Surgical intervention was undertaken on (B)(6) 2019 during which the existing leads were explanted and replaced. Effective coverage established post operatively.